Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of receiving a weak signal alarm and transmitter was no longer communicating with insulin pump. The wrong transmitter ID was not programmed. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and customer did not want to remove transmitter. Customer would call back if issue persisted.